Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device is not available for return.

Event description:
The french drain was inserted post operatively into the left foot on (B)(6) 2015. The patient came back for a post op dressing change and drain removal on (B)(6) 2015. When attempting to remove the drain, it appeared to break with only gentle pulling. The physician was notified, and the patient followed up with his doctor, who then called (B)(6) to schedule surgery for a foreign body drain removal. On (B)(6) 2016, the revision surgery was performed, and 2 inches of the retained drain was removed. The drain was not visible, but dr (B)(6) felt "something hard" and found the drain. The tissue looked healthy and not infected. The suture was not attached to the drain.